Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of five. The baxter technical service representative (tsr) instructed the hp to cycle the power on the hc to clear the alarm and explained the alarm. During troubleshooting there were no issues found that could have caused or contributed to the reported condition. The hp would do manual exchange to complete therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.